Event description:
Additional information: it was reported that the pump had a ¿software failure¿ and had to be replaced. The pump was implanted for 6 months.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2012 for a dose increase from 1.8mg/day to 2.5mg/day to better control pain symptoms; however, four different programmers were used and the pump was unable to be updated. The pump was able to be interrogated but unable to update. An error message of "invalid telemetry" appeared and the light toggled between orange and green. There were no sources of possible emi present. It was confirmed that the telemetry was correctly performed. Several methods were used for interrogation including having the patient wear a lead apron and taking the patient outside; however, all attempts were unsuccessful. It was noted that the patient had 3 refills and several dose increased in the past without issue. The patient returned a week later and the doctor attempted a pump refill and update and again the pump would not update. The patient was not receiving effective therapy and continued to be in a lot of pain. The pump was replaced on (B)(6) 2012. The patient was to have a follow-up appointment on (B)(6) 2012. The device system was used to deliver clonidine, bupivacaine and dilaudid (hydromorphone). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was later reported that the pump was "sequestered" by the hospital to check for infection, etc., but was just released on (B)(6) 2013 and would be sent back for analysis. It was later reported that the pump malfunctioned and had to be replaced. It was also noted that for approximately four months, the physician could not update the pump despite many attempts.

Manufacturer narrative:
Further analysis of the hybrid did not identify any issues related to telemetry. Testing and evaluation of the hybrid found normal operation with nominal current drain and functionality. Temperature testing was performed on the device for 72 hours at approximately 37ºc. No abnormal behavior or condition was observed. The hybrid was fully functional, and the cause of the reported failure was not determined.

Manufacturer narrative:
Analysis later concluded that cause of the pump update issues was undetermined.

Manufacturer narrative:
Product ID, neu_unknown_prog lot# unknown, product type programmer, physician product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
There was a bit flip in the telemetry handler memory of the hybrid. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump noted a general anomaly with the hybrid. The pump logs revealed no anomalies. The field allegation was confirmed in the laboratory as during the analysis the laboratory technician was unable to update the pump using an 8840, physician¿s programmer. Further, however, the technician was able to reset the device using laboratory software. The device was then able to be programmed using both laboratory software and the 8840 after the device was reset. The hybrid was sent to be further tested as the issue resides with the firmware/hardware. Should additional information be received regarding this testing a supplemental report will be filed at that time.

Event description:
Additional information indicated that the patient had missed her last two appointments. It was noted that the patient was seen on (B)(6) 2013 and was doing fine. The patient's next refill was noted to be on (B)(6) 2013. No further information was available at the time of this submission.